Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastro-intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced pain and was in "bad" shape. On (B)(6) 2021, the patient underwent a gastroscopy which revealed that within the stomach the pej (intestinal tube) had entered and continued down into small bowel. At the pylorus the tube caused a long deep linear ulcer, which was buried at points that the tubing could not be seen within the ulcer. There was evidence of bleeding associated with this. The surgeon made the decision to remove the pej and replaced the peg tube with a non abbvie branded balloon type peg tube.